Event description:
The implantable neurostimulator was replaced because it was hurting the pt's hip. Additional info has been requested. A follow-up report will be submitted if additional info becomes available.